Event description:
It was reported that during a generator change due to normal battery depletion, intraoperative testing showed high left ventricular (lv) thresholds on all vectors. The lv lead was explanted, and a new lv lead was implanted. There were no complications. The patient was stable before, during, and after the procedure with no symptoms related to high lv thresholds.